Manufacturer narrative:
(B)(4). Date of the event was not unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between 9/2/14 ¿ 9/5/14. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found to have dried iodine. This was noticed during use of the minicap. The patient replaced the minicap upon noticing this issue. There was no patient injury or medical intervention associated with this event. No additional information is available.